Event description:
Technician alleged that the head section will not raise above fifteen degrees. No pt impact.

Manufacturer narrative:
The technician found the head piston was bent. The technician replaced the head piston to resolve the issue.